Event description:
Customer states the device is having difficulties with passing opchecks. No pt involvement is addressed.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.